Manufacturer narrative:
(B)(4). Report source: (B)(6) customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee revision approximately a month post implantation due to infection. The surgeon noted wear on the tibial insert post. No further information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Examination of returned implant found it to exhibit signs of being implanted. There was wear on the sides of the post and the articular surface, as well as damage to the distal surface. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination(s). Root cause for the wear could not be determined. The root cause of the infection is no problem found with the implant. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.